Event description:
A caller reported an issue where the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove the case from the pump, inspect the pump and pneumatic tap area, remove an o-ring that was on the pneumatic tap, clean the area, and check the cartridge. The cartridge was found to have a misplaced o-ring. After assistance, the caller successfully filled a new cartridge, ensured it clicked into place, completed the load process on the pump, and resumed insulin use.